Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during the fill tubing process. Customer's blood glucose was unknown. It was also found insulin was squirting out during the manual prime process. Customer also reported a piece of the battery compartment fell off from the insulin pump. The customer was unsure how the damge occurred on the insulin pump. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However it alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.